Event description:
It was reported that the colonovideoscope did not display any picture -- only colored lines on the screen. This was found during preparation for use. There was no report of patient/user harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported malfunction was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30- scope communication error. Based on the completed investigation, the root cause of the reported malfunction could not be definitively determined. However, the issue is likely attributable to component damage. It was observed that a data error of the scope ID resulted in the absence of an image. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.